Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (0229854598); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during embolization of a left internal carotid artery c5 segment aneurysm using the echelon 10 45° pre-shaped tip microcatheter, after the intermediate and stent catheters were positioned, the microcatheter was shaped and a shaping needle was passed through without evidence of damage. Difficulty was encountered advancing the guidewire into the microcatheter, but it was eventually inserted. Upon exiting the intermediate catheter, the obvious maker point at the tip of the microcatheter was found to be separated from the guidewire. The surgeon immediately withdrew the microcatheter for inspection, and digital subtraction angiography confirmed the separation at the tip. The guidewire was found exiting from the gap between the marker point and the microcatheter connection. The microcatheter was replaced with a new one of the same type, which was also shaped. The first coil was delivered successfully without abnormality. During the second coil embolization, a strong sensation of friction was noted, but the coil was placed. The aneurysm remained large, so a third spring coil was attempted. Persistent friction was experienced, and repeated adjustments and coil changes were unsuccessful. When attempting to retract the coil, it could not be withdrawn into the protective sheath. The microcatheter and coil were removed together, revealing that the spring coil wire had exited from the gap between the marker point at the microcatheter tip and the microcatheter connection. It was stated that the catheter ruptured in the distal segment. The microcatheter was replaced again, and the embolization procedure was completed. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was minimal. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
B5. Updated with additional information received. H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0160¿ mandrel as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. The unknown guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~1.0cm of the catheter tip appears to have been shaped. The distal tip and marker band were found ovalized. The tip was found kinked. The catheter wall was found thinning and with a small puncture at the thinning/kinked location. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.9cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the kinked distal marker band/tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture gw/stylet¿ was confirmed. Customer reported that the puncture was found following tip shaping. Possible causes of the break are damage due to steam shaping if using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The puncture would have occurred due to the thinning and kink. The customer report of ¿coil resistance/stuck in catheter¿ was also confirmed. The resistance was found due to the damaged distal tip/marker band and potentially the kinking found at the distal tip. The customer report of ¿marker band dislodged¿ was not confirmed; confirmed, however, the marker band was found damaged and in the process of being dislodged as the catheter wall was thinning/tearing. The potential causes are the same as the potential causes of catheter puncture with guidewire. H6. Coding updated based on available information and analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the order of spring coils used: apb-3-8-hx-es, lot: 229175220; apb-2-4-hx-es, lot: 229241627; apb-1.5-4-hx-es, lot: 229439735. Coils with lot #'s 229439735 and 229241627 successfully implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the guidewire was not a medtronic product. The coils that experienced resistance were medtronic products. The cause of the event was not determined. There was resistance located in the distal section. The coils came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the coil observed after removal.